Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Initial reporter: no name of the initial reporter or facility information was provided on the medwatch. (B)(4).

Event description:
Information reported in medwatch mw5056955: it was reported that "during lumbar fusion of l3-l4, the surgeon inserted the neuro-probe. While retrieving the probe the distal metallic tip approximately 1cm broke off into the patient's lumbar. The surgeon determined it would be more dangerous to remove the tip than to leave it in." There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.